Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 04-apr-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported pump failure and occlusion alarms on both pumps. She replaced the battery in one of her pumps and it stopped alarming. No interruption to therapy or adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6) show that pump error and cassette problem alarms were generated 2 days before the date of the complaint. Logs from remote (B)(6) (paired with pump (B)(6) show that he system generated cassette problem, occlusion, and pump failure alarms within the timeframe of the complaint. During investigation, a test delivery was completed as expected on both systems with no abnormal behavior or alarms. The pumps were disassembled, and evidence of fluid ingress was observed in both. Fluid ingress was determined to be the root cause of the event. The cause of the fluid ingress into the pumps could not be conclusively determined through the evaluation of the returned material; however, both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.